Manufacturer narrative:
The investigation results revealed that one device was returned for evaluation. The device was visually evaluated. Circular shaped scoring is observed on the surface of the endobutton. The opposite side of the endobutton is scratched. The continuous loop is damaged and all fibers are broken, in a manner consistent with plastic deformation. The device was dimensionally evaluated and confirmed to meet print specification. A review of the nonconformance database did not identify any issues with the manufacture of this lot. A review of the provided case details did not provide information as to how the device was passed through the tunnel, and if passing pin was used. Therefore comments regarding the technique used cannot be made. As a result a root cause cannot be identified due to insufficient information. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament with hamstring autograph procedure, the femoral tunnel and tibial tunnel were prepared according to appropriate technique. The stryker versatomic system was used to complete an anatomic acl. The surgeon drilled the femoral tunnel with a flexible reamer and blew out the cortex, the surgeon elected to use an xtendobutton along with an endobutton 10mm cl. The endobutton and xtendobutton were passed and the surgeon felt some resistance right before he was ready to flip, so he pulled a little harder. During this, the xtendobutton and endobutton came out of the femur and out of the skin and it was found that the loop of the endobutton 10mm cl had split in half. This event occurred 120 minutes into the procedure. The loop of the endobutton 10mm broke off inside the patient and was later removed by the surgeon. The surgeon used a back up endobutton 10mm available and passed without incident. The procedure was completed with a delay of 10 minutes.